Event description:
Rep reported that the cause was not determined, lead is old. Surgical intervention been not scheduled. Planning surgery at some point. The device remains implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated the ins stopped working 2 days ago. Pt stated that he can connect with his external equipment and he is able to charge the ins he is not feeling stimulation with stim on. Pt confirmed he has not had any falls / traumas recently. The patient was redirected to their healthcare provider (hcp) to further address the issue. The hcp called and patient's wife had reached out to them as they had not heard from anyone yet. Caller stated that since friday, patient hasn't been getting stim although the ins is fully charged; patient requested that x-rays be done of the system. Additional information received reported that the patient wasn't even present and they sent a stat page. The patient needs the ins interrogated. Additional information was received from the manufacturer representative (rep). The patient reiterated that their device stopped working and he is unable to feel stimulation. He can charge battery. High impedances on all contacts. The rep mentioned the leads and extensions are from 2006. An impedance check was done and attempted reprogramming. The battery and lead will be replaced with all MRI compatible equipment.